Event description:
It was reported that surgeon used 9mm unilif inserter to put a graft in the patient. One of the arms on the tip of the inserter broke off. Another inserter was used and finished the case.

Event description:
It was reported that surgeon used 9mm unilif inserter to put a graft in the patient. One of the arms on the tip of the inserter broke off. Another inserter was used and finished the case.

Manufacturer narrative:
Method: device evaluation. Results: the IFU for specialty instruments indicates that the life of any instrument depends on how often the instrument is used and instruments should be carefully checked for signs of wear prior to use. The sales rep indicated that this device has been used approximately 2 times per week for the past 5 years. The likely cause of this instrument is normal wear - specifically repeated fatigue load overtime. Conclusion: the 9mm unilif bone inserter tip fracture was confirmed upon visual inspection of the device. No harm or delay was reported for this event. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event.